Manufacturer narrative:
Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6) no issues identified. (B)(6) lens damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 7 events is as follows: haptic detached 1. Lead haptic not folded,lens damaged 1. Lens damaged 5. Serial number of the suspect product: (B)(4). 6 investigations were completed, and 1 investigation is pending from this period. Breakdown of 5 completed investigations: (B)(4). The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the united states under PMA p980040 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Correction: upon further review it was determined that serial number 3360142004 is a suspect product and falls within the scope of vmsr. Consequently the following updates are required. Section b5 incorrectly reported initially that the noe (number of events) for the model were 7; the correct number is 8. Lens damaged went up from 5 to 6. Serial numbers (B)(4) was added and part of the events reported. The investigation is pending. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.